Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) review: the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The unit was received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly, it was noted the index knob and the lock needed new components added to replaced worn internal parts. Unit was machined to have heli-coils added to the large starburst threads, and the index knob and lock required new components to replace worn internal parts. General maintenance and cleaning was performed. Root cause: complaint confirmed via inspection of the unit. The lock had rotational and lateral movement. The index knob and lock required new components to replace worn internal parts. Probable root cause is routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
It was reported that the mayfield modified skull clamp (a1059) was not holding in position. It is unknown if there was patient involvement or surgical delay.